Event description:
Ous MDR - it was reported that oversensing and a progressive decrease of the lead impedance was noted via home monitoring about 55 months after the implantation. No adverse patient side effects were reported. The lead was not returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 51 cm proximal to the tip. Only the distal segment was returned for analysis. The inspection revealed multiple signs of wear along the lead segment. In particular, the insulation was found damaged at 32 cm proximal to the lead tip. At this position the lead body was found squeezed and deformed. These findings can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further inspection revealed explantation damages i.e. The rv and svc shock coils were found deformed. The analysis did not reveal any sign of a material or manufacturing problem.